Event description:
Inaccurate calcium level reported after delta checks performed & quality controls re-checked; pt was dialyzed based on a critically high calcium value. Processing same specimen at another lab (due to equipment) failure showed a low calcium level.